Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11 corrected fields - h6(health effect ¿ clinical code), the customer was informed of: unfortunately this does sometimes happen with the cardiosave batteries, more so if they¿ve been in situ for a while. Apart from checking that the battery housing/slots are clean and nothing caught up in there, and likewise the battery packs themselves are clean/no stickers (or residual of stickers/adhesive) present, then it is a case of if they do get stuck, to just wiggle them free.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries are sticking. There was no patient harm reported.